Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8233186. Our records show the reported lot was manufactured from 9/10/2018-9/12/2018, and determined that this is the only instance of a foreign material being observed in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: quality engineers reviewed the device submitted by the facility. They found a particulate near the tip of the cannula, microscopic inspection determined that the color of the foreign material was bright yellow that is consistent with the plastic used in the formation of the catheter hub. During the molding process it is possible for small particles to form and break off of the manufacturing equipment. Root cause description: operators are expected to inspect and clean this debris from the pegasus devices prior to the release of the product for use. To prevent the reoccurrence of this issue we have conducted a retraining of the personnel responsible for this task. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system there was a white spot on the catheter tubing after needle cover was removed before the penetration.